Event description:
It was reported that the patients midline incision has been slightly bleeding. The physician believed that it was the patients keloids that are causing the issue. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned as they were retained by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7081262/7081265.